Event description:
Caller reported that a tandem mobi cartridge alarm occurred, followed by another malfunction. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and replaced the pump due to the malfunction.